Event description:
It was reported several days after initial implant, that the right ventricular lead became dislodged. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. The steriod ring was damaged during analysis and the helix cannot be extended or retracted due to the damaged guide tooth. It was also noted that there was blood in/on the helix mechanism and the lead had apparent explant damage.